Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent full spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6).